Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having periodontitis, gingivitis, sensitivity and tmj. Patient¿s dentist recommended the discontinue using byte to prevent further symptoms. No further information is available.

Manufacturer narrative:
A DHR revi ew was conducted with no discrepancies noted.